Event description:
Customer alleged back left wheel brake broke. No injury alleged.

Manufacturer narrative:
The consumer is a (B)(6) female. The consumer's preexisting medical condition states that she has (B)(6) which causes instability issues. The consumers medication regimen is unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that she was transferring from her wheelchair to the rollator when she lost her balance and leaned hard onto the rollator. The wheel of the rollator allegedly broke at the axle. There was no injury or medical intervention. The axle assembly is being replaced under warranty.